Manufacturer narrative:
Exact date unknown, event occured few years ago. Explant date: 2017.

Event description:
It was reported that the patient underwent an ipg explant procedure for an unknown reason. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.